Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, patient notifier for high right ventricular (rv) lead impedance was observed. Patient was called in clinic for further assessment. Loss of capture, high, out of range, pacing lead impedance and lead fracture on rv lead was noted. Lead was capped and replaced on (B)(6) 2019. Further information was requested and not received yet.

Event description:
New information received notes that patient was stable before, during and after procedure.